Event description:
A technical service center received a homechoice for regular maintenance. The engineer confirmed a burnt part on the accomp board during maintenance. There was patient involvement but there was no patient injury or medical intervention reported. There is no additional information at this time.

Manufacturer narrative:
(B)(4). An evaluation of the device was conducted and an engineer found a burnt mark on the accomp board during visual inspection. The problem was confirmed and was determined to be a hardware issue. However, an exact root cause could not be determined. An event history review (ehr) revealed that no issues that may have contributed to the reported condition.

Manufacturer narrative:
(B)(4). The 510(k) number will not be provided in the emdr, because this device is not distributed within the us. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.